Manufacturer narrative:
The qa (quality assurance) investigation results were received on 01-mar-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) year old female patient, initials (B)(6), with gonarthrosis. The medical history of the patient was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g f 20) injection, 2 ml, weekly, in an unspecified joint. The synvisc lot number was not provided. On an unspecified date, the patient experienced contracture. On (B)(6) 2011, the patient experienced fluid retention and slight swelling. On (B)(6) 2011, the patient received third synvisc injection. The same day 20cc of joint fluid was aspirated. On (B)(6) 2011, 40 cc of joint fluid was aspirated. The culture test performed yielded negative result for bacteria. The action taken with synvisc treatment was not provided. The outcome for the event of fluid retention and contracture was not yet recovered and the outcome for the event of swelling was not provided. Concomitant medications were not provided. The intensity for the events of fluid retention, swelling and contracture was not provided. The reporting physician assessed the relationship between synvisc and the event of fluid retention as definite. The relationship between synvisc and the events of swelling and contracture was not provided by the reporting physician.